Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was not communicating. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not communicating. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not communicating. A field service engineer (fse) identified that the drawer 2 half height (hh) when plugged in station it did not bootup. The drawer control boards on 2.1 and 2.2 as well as the pyxibus control board were all replaced. After that, the drawer was able to be connected, and station was able to fully power on and boot. The drawers were assigned, tested in hardware test application (hta) and all the tests were passed. Customer inventoried and counted both drawers with no further issues regarding cubie openings. The system functioned as intended after the field service engineer repaired the device